Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were large discrepancies between her sensor glucose and blood glucose which caused her insulin pump to suspend unnecessarily. Her blood glucose at the time of the phone call was 144 mg/dl and her sensor glucose was 81 mg/dl. Troubleshooting was initiated for the sensor issues and threshold suspend, and the customer was advised to monitor her values and to call back if further assistance was needed. No products were returned and a replacement sensor was shipped to the customer.